Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial replacement of an unknown joint on an unknown side. Subsequently, approximately 3 years and 4 months later the patient reported experiencing back pain and ambulation difficulties due to the implant "wearing off". As a result, the patient reported that their mobility was impaired, requiring them to undergo therapy. Additionally, the patient reported "knee and left hip replacement" as other surgical treatment. It is unclear based on the reported information which joint replacement is the subject of complaint and if additional surgery took place. No further patient impact reported. No further information available